Event description:
Information received by medtronic indicated that the customer reported a pump and phone pairing issue. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue to use the device, which will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.